Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a stored spontaneous episode with diverted therapy in the ventricular fibrillation (vf) zone. The electrograms were review which indicated electromagnetic interference (emi) noise. The patient was pacer dependent and the emi was oversensing resulting in 3.5 seconds of asystole. The noise was unable to be reproduced and all measurements were within normal limits. It was reported that the patient fell asleep with the television remote in their bed. The nurse planned to instruct the patient not to sleep with remotes. No adverse patient effects were reported and no further complications have been reported.